Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product was returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the insulin pump gave two different alarms during a bolus delivery. The customer was in the hospital for surgery, and the insulin pump was exposed to an xray. It was also stated that the customer experienced high blood glucose levels after surgery, and was put on manual injections by the hospital staff. The doctors felt that the elevated blood glucose levels were due to the surgery. It was stated that the customer was put back on the insulin pump, and the blood glucose levels went back to normal. Nothing further was reported.